Manufacturer narrative:
A photo was returned showing a nanoclave separated from the manifold. The reported complaint on the am6154 can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be performed due to the unknown lot number.

Event description:
The event involved a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nano clave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nano clave¿, luer lock. It was reported that they experiencing repeated events of manifold breakage and leaking. There have been 3 incidents. The custom 6 port manifold port pop off on friday with green lumen. Patient was on vasoactive drugs and required emergent line change. There was a patient involvement and unknown harm or adverse event

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.